Manufacturer narrative:
The device was received, and a photograph of the sample was provided for evaluation. For evaluation. Functional testing could not be performed on the actual device due to blood contamination. Visual inspection of the photo showed the monitor line to be perforated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "hole" in the return line above the deaeration chamber of a prismaflex hf1400 set during continuous renal replacement therapy. Fluid was dripping from the tubing. The blood was returned to the patient and the set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.